Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor are not accurate. On (B)(6) 2020 at 5:25 p.m., the patient's blood glucose result measured at 22.0 mmol/l and the accu-chek aviva expert blood glucose monitor indicated there were 15 units of active insulin and suggested another 17 units. The reporter questioned why the blood glucose monitor indicated there were still 15 units of active insulin at this point.